Event description:
The customer contact reported unrestricted flow. At an unspecified time, line a of the device was programmed to deliver an unspecified concentration of normal saline and the delivery was started. Line b was programmed for secondary delivery of an unspecified concentration of etoposide. No specific programming parameters were provided. It was reported the secondary tubing set was connected to a needleless connector connected to an unspecified location of primary tubing set. After an unspecified length of time, it was reported that the "secondary drops would run faster and drips before the device would run. The secondary was running on its own." There were no reported adverse pt effects. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional info including if the device was removed from clinical service and therapy was resumed using a replacement device.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.